Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event. No issue with the function or operation of the table was found, and the table was returned to service. After speaking with user facility personnel, the technician determined that user facility personnel had not properly engaged the pins to attach the leg section to the table prior to the start of the procedure. As the leg section was not properly attached, the section began to move resulting in the reported event. The 5085 surgical table operator manual states (1-2), "when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory." The technician counseled facility personnel on the proper use and operation of the 5085 surgical table, specifically ensuring the leg section is properly attached. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the leg section of their 5085 surgical table moved into reverse trendelenburg without being commanded to do so. The patient was supported by safety straps and user facility personnel. A procedure delay occurred as user facility personnel had to reattach the leg section to the table. The procedure was complete successfully. No report of injury.

Manufacturer narrative:
Upon receipt of user facility medwatch report # (B)(4) on 7/8/2020, we reviewed our records and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1043572-2020-00026. The details in the user facility medwatch report provided additional information regarding the patient involved in the event, specifically that the patient received treatment for cellulitis. Following the initial notification of the reported event, a steris service technician went onsite to inspect the table and spoke to user facility personnel. Based on their discussion and the technician's inspection, it was determined that user facility personnel had not fully engaged the pins to attach the leg section to the table causing the uncommanded movement. While onsite, the technician counseled user facility personnel on the proper use and operation of the 5085 surgical table, specifically ensuring the leg section is properly attached. The table has remained in service since the initial event with no additional issues reported.